Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: varus malalignment of the right knee arthroplasty. Bone quality is osteopenic. No evidence of loosening, wear, or abnormal radiolucency. There is no evidence of trauma or injury. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 64815596. 42502606202 - femur cemented cruciate retaining (cr) standard right size 7 - 64839234. 42522100714 - articular surface medial congruent (mc) right 14 mm height use with tibia sizes e-f/cr femur sizes 6-7 - 64832636. 42540200032 - all-poly patella cemented 32 mm diameter - 64816178. Report source: foreign country : australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01097.

Event description:
It was reported that the patient underwent an initial tka and approximately 2 years later was revised due to misalignment of the tibial implant. Attempts have been made and all available information has been provided.